Manufacturer narrative:
Product event summary: the controller, four batteries, two controller ac adapters and one controller dc adapter were returned for evaluation. Failure analysis of the returned devices revealed that the units passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. Momentary disconnection will result in an audible tone or "beep". There is no evidence that the lubrication servicing was performed on the reported devices. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Additional products: controller ac adapter (B)(6), UDI#: (B)(4). D10: yes, return date: 2019-01-28. H3: yes dev rtn to MFR? Yes. H6 FDA method code(s): 4112, 10. H6 FDA results code(s): 213. H6 FDA conclusion code(s): 67 controller ac adapter (B)(6), UDI#: (B)(4). D10: yes, return date: 2019-01-28. H3: yes dev rtn to MFR? Yes. H6 FDA method code(s): 4112, 10. H6 FDA results code(s): 213. H6 FDA conclusion code(s): 67. Controller ac adapter (B)(6) UDI#: (B)(4). D10: yes, return date: 2019-01-28. H3: yes dev rtn to MFR? Yes. H6 FDA method code(s): 4112, 10. H6 FDA results code(s): 213. H6 FDA conclusion code(s): 67 battery (B)(6). D10: yes, return date: 2019-01-28. H3: yes dev rtn to MFR? Yes. H6 FDA method code(s): 4112, 10. H6 FDA results code(s): 3213. H6 FDA conclusion code(s): 12. Battery (B)(6). D10: yes, return date: 2019-01-28. H3: yes. Dev rtn to MFR? Yes. H6 FDA method code(s): 4112, 10. H6 FDA results code(s): 3213. H6 FDA conclusion code(s): 12. Battery (B)(6). D10: yes, return date: 2019-01-28. H3: yes. Dev rtn to MFR? Yes. H6 FDA method code(s): 4112, 10. H6 FDA results code(s): 3213. H6 FDA conclusion code(s): 12 battery (B)(6). D10: yes, return date: 2019-01-28. H3: yes dev rtn to MFR? Yes. H6 FDA method code(s): 4112, 10 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter / (B)(4)/ model #: 1430us / catalog #: 1430us UDI #: asku, device available for eval: no, device evaluation anticipated, but not yet begun, labeled for single use : no (B)(4). Heartware ventricular assist system ¿ controller ac adapter / (B)(4)/ model #: 1430us / catalog #: 1430us UDI #: asku, device available for eval: no, device evaluation anticipated, but not yet begun, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller dc adapter / (B)(4)/ model #: 1440 / catalog #: 1440 UDI #: asku, device evaluation for eval: no, device evaluation anticipated, but not yet begun, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #:1650 / catalog #: 1650 / expiration date: 2018-02-28 UDI #: (B)(4), device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2017-02-28, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #:1650 / catalog #: 1650 / expiration date: 2019-05-31 UDI #: (B)(4), device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2018-05-31, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #:1650 / catalog #: 1650 / expiration date: 2018-02-28 UDI #: (B)(4). Device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2017-02-28, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #:1650 / catalog #: 1650 / expiration date: 2018-02-28 UDI #: (B)(4), device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2017-02-28, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching. The patient reported having intermittent beeps from the controller while using two charged batteries. The controller, controller ac adapters, controller dc adapter, and four batteries were exchanged. No patient complications have been reported as a result of this event.